Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the bolt bent that holds the frame together. The dealer stated the frame was bent.